Event description:
It was reported that during a da vinci-assisted surgical procedure that error m-02 occurred against the erbe, and the monopolar energy was not working. The customer completed the procedure using bipolar energy. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. The iesu has no significant scratches or dents. The front bezel is in decent condition. The m-02 and 25913 errors were confirmed in the system logs. The iesu will be returned to the original equipment manufacturer.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system.

Event description:
Refer to h11 for follow-up information.